Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and broken force sensor was detected during seating or regular delivery alarm. The customer stated they were not able to clear the error alarm. Customer stated they were at the beach when the error occurred. The insulin pump will not be returned for analysis.